Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump stopped working and had a blank display. The blood glucose level was at unknown the time of incident. Customer stated that display was not blank less than 30 seconds. Display did not return after pump restart. The insulin pump will not be returned for analysis.